Event description:
Staff noticed that clinac lower x-1 jaw moved during treatment. The portal vision image during treatment showed that x-1 jaw moved to -2 cm. No clinac interlocks appeared during this event. The staff went into the treatment room to check jaw situation, and according to staff the collimator started moving several degrees on tis own. They shut the clinac down and removed the pt using emergency power. No injury was reported.

Manufacturer narrative:
The problem was reproduced. Immediate correction: windup cables were replaced. All systems qa checked ok according to staff. Though still under investigation, varian has determined that a MDR is a appropriate, as this situation, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation. (B)(4).